Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up was requested and on 02/13/2018 the surgeon provided the following information. Residual blood between the intraocular lens and capsule was the cause of the decrease visual acuity observed post-op. The patient's bcva has improved to 20/80. The patient will be monitored for a possible yag capsulotomy.

Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore, product testing on this device could not be performed. Device identifiers were not provided; therefore, a review of the manufacturing records could not be completed. A review of the device labeling was completed. Hyphema and decreased vision are identified in the labeling as known inherent risks of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Hyphema is a known complication of intraocular surgery and generally resolves without permanent damage. There are numerous factors that may contribute to postoperative hyphema including but not limited to; patient history, medication use, user issues, and operational context. In this case, the surgeon noted that the patient's trabecular meshwork was frail, which likely contributed to the event. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. MFR reference # (B)(4).

Event description:
The surgeon reported that during an attempt to implant an istent, the trabecular meshwork was notably frail and a small amount of the meshwork was partially excised. The surgeon planned to remove the piece of tissue with retinal scissors, but during the irrigation and aspiration process, the piece of meshwork was aspirated and the stent came out of the meshwork. The stent was retrieved and the procedure was aborted. Clinical follow-up was requested and the surgeon reported that the patient presented postoperatively with hyphema and decreased visual acuity. The patient's prognosis is unknown. Additional information will be requested.